Event description:
A report was received from the affiliate indicating that the customer is concerned that the sterrad 100s may be melting the shielded ends on their electrophysiology cables - response decapolar tail; manufactured by (B)(4). (B)(4) recommends sterrad as a method of sterilization. The facility's sterrad unit has been recently maintained and is in good working order.

Manufacturer narrative:
(B)(4) no code available: damage to customer's device.